Event description:
The customer reported that the vascular (cine) software was not working properly. A loss of cine, subtraction, road-mapping, or other critical vascular functions could result in delay or termination/rescheduling of an interventional procedure. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive and cine drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.